Event description:
On (B)(6), 2010, the patient underwent treatment and was implanted with gore tag thoracic endoprosthesis. The patient tolerated the procedure. On (B)(6), 2010, gore received images dated (B)(6), 2010, for evaluation of a suspected endoleak. A type I endoleak was confirmed proximally and distally. No aneurysm enlargement was detected. On (B)(6), 2010, the type I endoleak(s) persisted 30 days. There is no re-intervention planned.

Manufacturer narrative:
Method - a review of the manufacturing records for the device has been conducted. Results - a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusions - type I endoleak. Additional device(s) related to this event are: tg3410/06616601, (B)(4). The gore tag thoracic endoprosthesis, instructions for use (IFU) states: complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: endoleak.